Event description:
A customer reported that the probe on coulter act diff 2 hematology analyzer was leaking. The volume of the leak is unknown. The customer was wearing a lab coat and gloves at the time of the occurrence. Msds was not reviewed but there is an exposure control or risk management plan in place at the facility. There was no report of injury or exposure, and medical attention was not sought. No erroneous results were generated in connection to the leak. Beckman coulter field service engineer (fse) found that the probe was bent, and replaced the probe. The fse also replaced the probe wash tubing and the diluent and air filters as a precaution. The leak was resolved, and the repairs were verified per established procedures.

Manufacturer narrative:
(B)(4).